Manufacturer narrative:
B3 date of event: approximated.

Event description:
It was reported that, the micromanipulator aiming beam was misaligned. It was noted that the issue with the micromanipulator was an ongoing issue that had not been resolved. The micromanipulator was still used, and the procedure was completed successfully without patient complications, however, due to the misalignment it proved more difficult.

Manufacturer narrative:
B3 date of event: approximated.

Event description:
It was reported that, the micromanipulator aiming beam was misaligned. It was noted that the issue with the micromanipulator was an ongoing issue that had not been resolved. The micromanipulator was still used, and the procedure was completed successfully without patient complications, however, due to the misalignment it proved more difficult.